Event description:
It was reported by the customer's biomed that the device will intermittently not complete the boot-up cycle. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. It was observed that the device would not power on. The power supply assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the cause of the reported failure was two electrically leaky filters, designators fl4 and fl10 from the power supply module due to solder flux residue on the power pcb.